Event description:
Tech found that while in the brake mode, the casters would still swivel.

Manufacturer narrative:
Tech found that the casters were worn. He replaced all four caster and the brakes function properly. There were no alleged injuries by the account.